Event description:
Device report from synthes reports an event in (B)(6) as follows: it reported that because of broken implant the was revision of previous orif (secondary displacement) in a very distal radiusfracture.(revision took place (B)(6) 2022. How was the event discovered? X-ray. The patient experienced carpal tunnel syndrome. Procedure was successfully completed. Patient status/ outcome: malunion. This report is for one (1) va-lcp volar rim dist-rad-pl2.4 r shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4 device history, product code: 04.115.750, lot number: 6787529, manufacturing site: mezzovico , release to warehouse date: DHR review cannot be completed in mezzovico because the lot number 6787529 (product code 04.115.750) cannot be found in sap p02. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.